Event description:
It was reported that during a preparation for a coronary drug-eluting stenting procedure treatment, stent damage was noted. While unpacking the taxus liberte 2.5x24mm drug-eluting stent, it was noticed that the stent was damaged. The physician noted that the "threads were not twisted together, but separated." The procedure was completed with an unknown device. No patient contact.

Manufacturer narrative:
The delivery device with the stent on the balloon was received, and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined, and no visual defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for this batch have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of the reported difficulty could not be determined.